Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019. The manufacturer¿s field service engineer (fse) replaced pm board. Tested unit per service manual. Unit fully operational. Returned to service repair complete. Failure analysis of the returned part indicated; re-soldering pin 1 at fb4 corrected the 1105 error and no other faults were identified with this power management (pm) board.

Event description:
The customer reported the unity getting an alarm light emitting diode (led) failure. The customer reported that the device was in clinical use when the issue was discovered, however, there was no patient or user harm.